Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert due to shock impedance measurements out of range, measuring 0 ohms. Boston scientific technical services (ts) discussed inquiring what the patient was doing at the time of the episode. Ts also noted rate sensing was stable and no oversensing or undersensing was observed. No adverse patient effects were reported. At this time, this device remains in service.